Event description:
During a crt-d implant procedure a coronary sinus dissection occurred. The steerable catheter was used to assist with locating the coronary sinus and after several attempts the catheter was advanced. As the steerable catheter was withdrawn so another catheter could be used, contrast dye was injected and a coronary sinus dissection was observed. The patient did not experience any symptoms so instead of a left ventricular coronary sinus lead being implanted, it was decided to continue with a dual chamber pacemaker implantation. The procedure was completed with no further issues and the patient remained in stable condition. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation concluded that the catheter was able to deflect in the correct shape with no anomalies detected. Additionally, no visual anomalies were noted during microscopic inspection of the distal electrodes. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported coronary sinus dissection may have been procedure related.